Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1007 indicative of the capacitor charge time exceeding the limit, additionally, the device could not be interrogated due to radio frequency (rf) issues. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.